Event description:
During an atypical left atrial flutter procedure, a pericardial effusion occurred which required a pericardiocentesis followed by cardiac surgery to stabilize the patient. During the procedure, it was noted that the impedance reading on the tactiflex se ablation catheter would sometimes go to 999. The rf (radio frequency) cable was unplugged and replugged with the ablation catheter, which would temporarily resolve the issue. For the transseptal access, a patent foramen ovale was observed so the transseptal needle was not used. Instead, the non-(B)(6) device (biosense webster vizigo steerable sheath) was inserted through the foramen ovale to access the left atrium. While consulting the lat (local activation time) map, a decrease in the patient's blood pressure was observed. An echocardiogram was done which revealed a pericardial effusion. The procedure was stopped, protamine was administered, and pericardiocentesis was attempted twice but was unsuccessful in draining the effusion. The patient then underwent cardiac surgery to repair two perforations in the right ventricle, which were created by the pericardiocentesis punctures. There was no damage to the atria and the tactiflex se was not associated with the perforations. The physician believes the pericardial effusion was initially caused when the non-(B)(6) device (biosense webster dilator and sheath) were used to go transseptal through the patent foramen ovale and was not caused by any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).